Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5068193) on 15-mar-2017. The most recent information was received on 07-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("retained essure device on the right, and possibly a portion of the left"), embedded device ("the cut surfaces of the fallopian tube reveal an embedded essure coil in the proximal half extending from the myometrial insertion/"), uterine perforation ("perforation (uterus)"), pelvic pain ("severe and debilitating pain on left side/pain") and genital haemorrhage ("bleeding") in a 27-year-old female patient who had essure (batch no. 893017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, lightheadedness, leg pain, dizziness, anxiety, low back pain, general anesthesia, pelvic adhesions, intermittent fever, sweating, chills, vomiting, diarrhea, light headedness, flash hot, gastritis, flank pain, shortness of breath, ovarian cyst, dysfunctional uterine bleeding, monoarthritis and tendinitis. She declines lupron. Patient denies allergy to iodine, shellfish or ivp dye. Concomitant products included clonazepam, codeine, hyoscine butylbromide;metamizole sodium monohydrate (buspiron), ibuprofen, ketorolac, medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced pruritus generalised ("severe body itching"), depression ("depression"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), abdominal pain ("sharp right abdominal pain / burning"), hypersensitivity ("allergic reactions"), pain in extremity ("left leg pain") and pruritus ("skin (itching legs)") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2012, (B)(6) 2017 unilateral salpingo-oophorectomy hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation, genital haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, pruritus generalised, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, headache and nausea outcome was unknown, the pelvic pain, abdominal pain, depression, mood swings, fatigue, alopecia and pain in extremity was resolving and the migraine and pruritus had resolved. The reporter considered abdominal pain, alopecia, arthralgia, depression, device breakage, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, pruritus, pruritus generalised, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils visible on left . 0 coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, right fallopian tube, hysterectomy and salpingectomy: ¿ cervix: reactive squamous metaplasia with nabothian cyst. ¿focal leiomyoma. ¿fallopian tube with focal paratubal cyst. ¿two essure coils grossly identified. Pregnancy test - on (B)(6) 2012: negative. X-ray of pelvis and hip - on (B)(6) 2017: result: no fracture or dislocation. Right essure device is stable. Left essure device has either beer removed or has been dislodged. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, cramping,abnormal vaginal bleeding, abdominal pain, headache, menorrhagia. Concerning the injuries reported in this case, the following ones were extracted from patient¿s medical record-device breakage, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5068193) on 15-mar-2017. The most recent information was received on 03-dec-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure device on the right, and possibly a portion of the left/ left a fragment when removed a left one'), embedded device ('the cut surfaces of the fallopian tube reveal an embedded essure coil in the proximal half extending from the myometrial insertion/'), uterine perforation ('perforation (uterus)'), fallopian tube perforation ('left was perforating the remaining tube'), pelvic pain ('severe and debilitating pain on left side/pain/ excruciating pain') and genital haemorrhage ('bleeding/ non stop bleeding') in a 27-year-old female patient who had essure (batch no. 893017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, lightheadedness, leg pain, dizziness, anxiety, low back pain, general anesthesia, pelvic adhesions, intermittent fever, sweating, chills, vomiting, diarrhea, light headedness, flash hot, gastritis, flank pain, shortness of breath, ovarian cyst, dysfunctional uterine bleeding, monoarthritis and tendinitis. She declines lupron. Patient denies allergy to iodine, shellfish or ivp dye. Concomitant products included buspirone hydrochloride (buspiron), clonazepam, codeine, ibuprofen, ketorolac, medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced pruritus ("severe body itching"), depression ("depression"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue/ exhaustion") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), abdominal pain ("sharp right abdominal pain / burning"), hypersensitivity ("allergic reactions"), pain in extremity ("left leg pain / feet spasm/cramp"), itchy legs ("skin (itching legs)"), flatulence ("gas pain"), menometrorrhagia ("irregular and long periods"), dry mouth ("chronic dry mouth"), itching ("itching/ uncontrollable itch"), frustration tolerance decreased ("frustrating"), muscle spasms ("foot/tpe cramping/spasming so bad that I cannot walk"), abdominal rigidity ("abdominal spasming"), contusion ("bruises on legs") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2012, (B)(6) 2017 unilateral salpingo-oophorectomy hysterectomy with unilateral salpingectomy and (B)(6) 2012, (B)(6) 2017 unilateral salpingo-oophorectomy, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, pruritus, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, headache, flatulence, menometrorrhagia, dry mouth, itching, frustration tolerance decreased, muscle spasms, abdominal rigidity, contusion and menstruation irregular outcome was unknown, the pelvic pain, abdominal pain, depression, mood swings, fatigue, alopecia and pain in extremity was resolving, the migraine and itchy legs had resolved and the nausea had not resolved. The reporter considered abdominal pain, abdominal rigidity, alopecia, arthralgia, contusion, depression, device breakage, dry mouth, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, feeling abnormal, flatulence, frustration tolerance decreased, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, menorrhagia, menstruation irregular, migraine, mood swings, muscle spasms, nausea, pain in extremity, pelvic pain, pruritus, uterine perforation, vaginal haemorrhage, weight increased, itchy legs and itching to be related to essure. The reporter commented: essure coils visible on left in uterine cavity- 0 coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, right fallopian tube, hysterectomy and salpingectomy: cervix: reactive squamous metaplasia with nabothian cyst. Focal leiomyoma. Fallopian tube with focal paratubal cyst. Two essure coils grossly identified. Pregnancy test - on (B)(6) 2012: negative. X-ray of pelvis and hip - on (B)(6) 2017: result: no fracture or dislocation. Right essure device is stable left essure device has either beer removed or has been dislodged. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; pelvic pain, cramping,abnormal vaginal bleeding, abdominal pain, headache, menorrhagia and the following ones were extracted from patient¿s medical record- device breakage, device embedded. The following ones were reported via social media- flatulence, menometrorrhagia, dry mouth, pruritus, frustration tolerance decreased, muscle spasms, abdominal rigidity and contusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: fallopian tube perforation, irregular periods were added. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5068193) on (B)(6)2017. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("retained essure device on the right, and possibly a portion of the left"), embedded device ("the cut surfaces of the fallopian tube reveal an embedded essure coil in the proximal half extending from the myometrial insertion/"), uterine perforation ("perforation (uterus)"), pelvic pain ("severe and debilitating pain on left side/pain") and genital haemorrhage ("bleeding") in a 27-year-old female patient who had essure (batch no. 893017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included buspiron [hyoscine butylbromide;metamizole sodium monohydrate]. The patient's medical history included nausea, lightheadedness, leg pain, dizziness, anxiety, low back pain, general anesthesia, pelvic adhesions, intermittent fever, sweating, chills, vomiting, diarrhea, light headedness, flash hot, gastritis, flank pain, shortness of breath, ovarian cyst, dysfunctional uterine bleeding, monoarthritis and tendinitis. She declines lupron.patient denies allergy to iodine, shellfish or ivp dye. Concomitant products included clonazepam, codeine, ibuprofen, ketorolac, medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol regular). On an unknown date, the patient started buspiron [hyoscine butylbromide;metamizole sodium monohydrate] at an unspecified dose and frequency. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In may 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In june 2012, the patient experienced pruritus generalised ("severe body itching"), depression ("depression"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), abdominal pain ("sharp right abdominal pain / burning"), hypersensitivity ("allergic reactions"), pain in extremity ("left leg pain") and pruritus ("skin (itching legs)") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6)2012, (B)(6)2017 unilateral salpingo-oopherectomy hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, embedded device, uterine perforation, genital haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, pruritus generalised, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, headache and nausea outcome was unknown, the pelvic pain, abdominal pain, depression, mood swings, fatigue, alopecia and pain in extremity was resolving and the migraine and pruritus had resolved. The reporter considered abdominal pain, alopecia, arthralgia, depression, device breakage, dysmenorrhoea, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, pruritus, pruritus generalised, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils visible on left . 0 coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Pathology test - on (B)(6)2017: uterus, right fallopian tube, hysterectomy and salpingectomy: ¿ cervix: reactive squamous metaplasia with nabothian cyst. ¿focal leiomyoma. ¿fallopian tube with focal paratubal cyst. ¿two essure coils grossly identified. Pregnancy test - on (B)(6)2012: negative. X-ray of pelvis and hip - on (B)(6)2017: result: no fracture or dislocation. Right essure device is stable left essure device has either beer removed or has been dislodged. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, cramping,abnormal vaginal bleeding, abdominal pain, headache, menorrhagia. Concerning the injuries reported in this case, the following ones were extracted from patient¿s medical record-device breakage, device embedded. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received- lot number added.events device breakage, device embedded, perforation (uterus,) mood swings, abnormal bleeding (vaginal, menorrhagia), skin (itching legs), migraines / headaches, nausea, fatigue, hair loss, left leg pain" were added. Patient, reporter and product information added. Medical history and lab date added. Outcome of event " pain, depression, mood swings, fatigue and hair loss were updated as recovering. Skin (itching legs) and migraines it was updated as recovered. Concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure device on the right, and possibly a portion of the left/ left a fragment when removed a left one'), embedded device ('the cut surfaces of the fallopian tube reveal an embedded essure coil in the proximal half extending from the myometrial insertion/'), uterine perforation ('perforation (uterus)'), pelvic pain ('severe and debilitating pain on left side/pain/ excruciating pain') and genital haemorrhage ('bleeding/ non stop bleeding') in a 27-year-old female patient who had essure (batch no. 893017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, lightheadedness, leg pain, dizziness, anxiety, low back pain, general anesthesia, pelvic adhesions, intermittent fever, sweating, chills, vomiting, diarrhea, light headedness, flash hot, gastritis, flank pain, shortness of breath, ovarian cyst, dysfunctional uterine bleeding, monoarthritis and tendinitis. She declines lupron.patient denies allergy to iodine, shellfish or ivp dye. Concomitant products included buspirone hydrochloride (buspiron), clonazepam, codeine, ibuprofen, ketorolac, medroxyprogesterone acetate (depo-provera) and paracetamol (tylenol regular). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced pruritus generalised ("severe body itching"), depression ("depression"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue/ exhaustion") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), abdominal pain ("sharp right abdominal pain / burning"), hypersensitivity ("allergic reactions"), pain in extremity ("left leg pain"), itchy legs ("skin (itching legs)"), flatulence ("gas pain"), menometrorrhagia ("irregular and long periods"), dry mouth ("chronic dry mouth"), itching ("itching/ uncontrolable itch"), frustration tolerance decreased ("frustrating"), muscle spasms ("foot/tpe cramping/spasming so bad that I cannot walk"), abdominal rigidity ("abdominal spasming") and contusion ("bruises on legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2012, (B)(6) 2017 unilateral salpingo-oopherectomy hysterectomy with unilateral salpingectomy and (B)(6) 2012, (B)(6) 2017 unilateral salpingo-oopherectomy, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation, genital haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, pruritus generalised, hypersensitivity, weight increased, vaginal haemorrhage, menorrhagia, headache, flatulence, menometrorrhagia, dry mouth, itching, frustration tolerance decreased, muscle spasms, abdominal rigidity and contusion outcome was unknown, the pelvic pain, abdominal pain, depression, mood swings, fatigue, alopecia and pain in extremity was resolving, the migraine and itchy legs had resolved and the nausea had not resolved. The reporter considered abdominal pain, abdominal rigidity, alopecia, arthralgia, contusion, depression, device breakage, dry mouth, dysmenorrhoea, embedded device, fatigue, feeling abnormal, flatulence, frustration tolerance decreased, genital haemorrhage, headache, hypersensitivity, itchy legs, menometrorrhagia, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain in extremity, pelvic pain, pruritus generalised, uterine perforation, vaginal haemorrhage, weight increased and itching to be related to essure. The reporter commented: essure coils visible on left in uterine cavity- 0 coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2017: uterus, right fallopian tube, hysterectomy and salpingectomy: ¿ cervix: reactive squamous metaplasia with nabothian cyst. ¿focal leiomyoma. ¿fallopian tube with focal paratubal cyst. ¿two essure coils grossly identified. Pregnancy test - on (B)(6) 2012: negative. X-ray of pelvis and hip - on (B)(6) 2017: result: no fracture or dislocation. Right essure device is stable left essure device has either beer removed or has been dislodged. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; pelvic pain, cramping,abnormal vaginal bleeding, abdominal pain, headache, menorrhagia and the following ones were extracted from patient¿s medical record- device breakage, device embedded. The following ones were reported via social media- flatulence, menometrorrhagia, dry mouth, pruritus, frustration tolerance decreased, muscle spasms, abdominal rigidity and contusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. New events: gas pain, irregular and long periods, chronic dry mouth, itching/ uncontrollable itch, frustrating, foot/toe cramping/spasming so bad that I cannot walk, abdominal spasming, bruises on legs were added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5068193) on 15-mar-2017. The most recent information was received on 18-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe and debilitating pain on left side") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), abdominal pain ("sharp right abdominal pain / burning") and pruritus generalised ("severe body itching"). The patient was treated with surgery (removal of left fallopian tube and ovary). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, abdominal pain and pruritus generalised outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, feeling abnormal, genital haemorrhage, pelvic pain and pruritus generalised to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-jul-2017: unsuccessful follow-up attempts were performed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5068193) on 15-mar-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and debilitating pain on left side/pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), abdominal pain ("sharp right abdominal pain / burning"), pruritus generalised ("severe body itching"), hypersensitivity ("allergic reactions"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (removal of left fallopian tube and ovary/she had surgery to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, abdominal pain, pruritus generalised, hypersensitivity, weight increased and depression outcome was unknown. The reporter considered abdominal pain, arthralgia, depression, dysmenorrhoea, feeling abnormal, genital haemorrhage, hypersensitivity, pelvic pain, pruritus generalised and weight increased to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-oct-2017: summon received. Reporters information were updated. Essure explantation date was added. Event: pain was clubbed with event: severe and debilitating pain on left side. Event: allergic reactions, weight gain and depression were added. Non drug treatment detail of the event was amended. Event outcome were unknown. Reporter considered the events were related with essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5068193) on 15-mar-2017. The most recent information was received on 18-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe and debilitating pain on left side") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), abdominal pain ("sharp right abdominal pain / burning") and pruritus generalised ("severe body itching"). The patient was treated with surgery (removal of left fallopian tube and ovary). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, abdominal pain and pruritus generalised outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, feeling abnormal, genital haemorrhage, pelvic pain and pruritus generalised to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced severe and debilitating pain on the left side (seen as pelvic pain) and bleeding (genital haemorrhage), amongst non-serious events. She had her left fallopian tube and ovary removed. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. Considering these events started in close association with essure insertion and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as surgical intervention was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information are expected.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe and debilitating pain on left side") and genital haemorrhage ("bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), abdominal pain ("sharp right abdominal pain / burning") and pruritus generalised ("severe body itching"). The patient was treated with surgery (removal of left fallopian tube and ovary). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, abdominal pain and pruritus generalised outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, arthralgia, feeling abnormal, abdominal pain and pruritus generalised to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced severe and debilitating pain on the left side (seen as pelvic pain) and bleeding (genital haemorrhage), amongst non-serious events. She had her left fallopian tube and ovary removed. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. Considering these events started in close association with essure insertion and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as surgical intervention was required. A product technical analysis and further information are expected.